Event description:
It was reported that during setup, the plastic hub of the 18 gauge needle was found cracked and as a result was not used.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.